Event description:
Information was received that the patient did not have high impedance before or after the vns generator replacement surgery. It was also stated that the impedance of the patient's device was within normal limits during the follow up appointment date. No other relevant information has been received to date.

Event description:
An internal review of programming history showed that high impedance was seen on the patient's device. Subsequent systems diagnostics tests performed on the device on the same day, showed that the impedance was within normal limits. No other relevant information has been received to date.